Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. (B)(6) authorized service personnel checked the actual device unit at customer site. The technician found, prior to any servicing operation, the device to be working properly within specifications. All the data recorded by the authorized service technician were also evaluated by the manufacturer's service department that confirmed the device to be working within specification without any problem. The event protocols, related to the treatment that the physician was intended to perform (blue telangiectasia small and large), was evaluated by manufacturer's clinical staff and found to be too much aggressive. In fact, based on the pictures of the patient that have been provided, the vessel interested by the treatment were all evaluated as large vessel (this conclusion is corroborated aso by the physician statement on patient condition as 'spider veins' which are clinically well known to be assessed as large vessel) while the device's parameters were set for the treatment of small vessel. As per laser treatment, common good practice and clinical guidelines the treatment of large vessel require the delivering of less energy as compared to the treatment of small vessel. The use of too much aggressive parameters have caused an elevated absorption of energy in the treated area that led to the burns and blistering. Moreover, as specified in the clinical guidelines (code 055-0168-10-010) and in operator's manual (code om104f1-g1-h1-i1_g.v08 - actual version shipped with the device), the skin cooling before and immediately after the treatment is crucial in order to prevent any adverse effects. The (B)(4) distributor informed us, also, that the physician have only 4-5 months of experience with this type of treatment with the nd:yag laser source. The use of high values of fluences in reference to the "cliber" and colour of the veins have caused, in addition to the expected shrinking of the vessel, an important thermal effect. That, in conjunction with an ineffective cooling of the area immediately after the treatment, have led to the developing of burns and blistering. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it is possible to conclude, based on the above mentioned investigation, that there was a human factors issue, where a failure of the operator to appropriately set the device's parameters related to the intended treatment and patient's condition, contributed to the event. By manufacturer's investigation the operator's manual and risk analysis are adequate. Device working within specifications. No remedial action required. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
In date (B)(6) 2018, the (B)(4) distributor sent a communication to el.en., relative to an adverse event in which the patient have developed burns and blistering following a vascular treatment with the nd:yag laser source. The area interested by the burns and blistering is the leg and foot area. The actual medical device involved in this event is the deka synchro replay premium 2.4.2 (ref: m104g1 - s/n: (B)(4)) manufactured by el.en. Electronic engineering spa and is not marketed in the us. A similar laser medical device synchro replay premium 1.4.2 is manufactured by el.en. Spa and is marketed in the us with 510(k) number k150516. The information reported by the distributor, related to the settings used by the physician states that he have used the following parameters in order to treat blue telangiectasia small and large: fluence: 90 j/cm2, spot size: 5mm, pw 5 -15 ,delay 10 - 20 ms. Anyway in following communication the physician have defined the vascular condition of the patient also as spider veins. The event has happened at (B)(6) in date (B)(6) 2018. The name of the involved physician was not made available. The event has been considered as reportable because the patient received medical attention following the event.